Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
(B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 19, 2017. Medical records reviewed. Primary procedure notes (B)(6) 2017 indicate the patient received a left total hip arthroplasty due to left hip osteoarthritis. Procedure was completed without complication noted by the surgeon. Brief procedure notes (B)(6) 2017 indicate the patient received an incision and drainage hematoma left hip, exploration of left hip wound with debridement and irrigation and revision of femoral head and acetabular liner, and insertion of drainage tubes. Pathology findings are consistent with infection. Updated 10-11-2017.